Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced during a change out for normal battery depletion, as there was a visible insulation breach. It was noted that the lead was difficult to remove from the header, and it might have been damaged during removal. The lead remains capped, thus not expected to be returned at this time. No additional adverse patient effects were reported.